Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that when testing the universal modular electric/battery double trigger handpiece on the sterile field prior to the procedure beginning, the handpiece would not work. There was no noise or action. The device was tried with another battery and still failed to start. Both batteries were checked with another handpiece to confirm they were charged. There was no report of surgical delay or patient harm and surgery was completed with another device.